Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a watchdog set test failure from the insulin pump. The customer's blood glucose reading was 270 mg/dl. The mother stated that she tried to clear the alarm by pressing the escape and act button. The mother stated that the pump could not get out of the rewind and fill tubing screens. The customer stated that the sequence happened about 5 to 6 times. The customer was advised to disconnect and remove the reservoir from the pump. The customer was advised to perform rewind process again. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.